Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with cracked case display window corner. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. Customer's current blood glucose level was 415 mg/dl. Customer took injections to treat the high blood glucose. Customer declined to troubleshooting for high blood glucose. Customer also reported that they received battery out limit alarm. Customer was able to clear the alarm and able to rewound insulin pump. Customer reported that the insulin pump alarmed after battery change. Customer stated that the insulin pump was alarmed at the time of call. Customer took battery out and insert it again and the screen went blank. Customer reported that the insulin pump was no longer working. Customer reported that the insulin pup was damaged above right corner of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Insulin pump will be returned for analysis.